Manufacturer narrative:
Product was not returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient underwent microendoscopic laminectomy (mel) due to stenosis. When endoscope was connected to the camera head, the projected image was in a mist-like state. The surgeon continued the procedure, but the image remained unclear. The endoscope was checked after the operation and it was found that the connection side with the camera head was dirty. The monitor was connected according to the manual, but nothing was displayed on it. Nothing appeared on the screen when tried again after the operation. There was a delay of less than 60 minutes in overall procedure time as a result of this event. There were no patient complications as a result of this event. It was confirmed that the lens shaft was bent and the internal lens was damaged from the camera head connection part. The output image had a dark screen, and the field of view appeared to be out of alignment.